Event description:
It was reported that a high priority 20198 alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the "door is open" alarm occurred; however, the door was not open at the time. The patient restarted therapy with a new cassette and the alarm occurred again. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. External and internal visual inspections identified the device to be in good condition. Pressure integrity test was checked with no issues noted. Simulated therapy was completed in adequate time, no issues occurred. The event history log review showed high priority alarm 20198. A service history review was performed and revealed that the device was not serviced in the past 12 months. The reported condition was verified in the device logs, however not verified during analysis. The cause of the condition could not be determined; there was no device malfunction found that could have caused or contributed to the reported alarm condition. Should additional relevant information become available, a supplemental report will be submitted.